Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there a need to change the procedure or any significant impact to the o.r. Team such as: re-design of the operative course; loss of orientation to the area of the procedure; c field set-up. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? What was the impact to the patient? Increased blood loss; additional treatment; diagnostic intervention; delayed healing; loss of function; extended hospital stay; increased morbidity. Please have the surgeon advise on above questions.

Event description:
It was reported that during a laparoscopic liver surgery procedure, titanium tip broke just ten minutes after starting resection of hepatic lobe. The cutting depth of liver surface is about two centimeters, and the broken tip fell into the liver lobe. It was finally retrieved the broken tip without x-ray. However the operation time prolonged about one hour to find the broken tip. Changed to another device to complete the surgery. Now the patient has been discharged.

Manufacturer narrative:
(B)(4). Batch #l92e3k. Additional information received: was there a need to change the procedure or any significant impact to the o.r. Team such as: a. Re-design of the operative course. No b. Loss of orientation to the area of the procedure no c. Field set-up changed a new device 2. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? No 3. What was the impact to the patient? Increased blood loss the device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.